Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui and pop. It was reported that following insertion the patient experienced infection, urinary/bowel problems, organ perforation, recurrence, bleeding and dyspareunia. It was reported that patient underwent laser lithotripsy on (B)(6) 2008 due to renal calculi. (B)(4).

Manufacturer narrative:
It was reported that patient underwent l. Extracorporal shockwave lithotripsy on (B)(6) 2008 due to l. Renal calculi. It was reported that patient underwent cystoscopy with injection of collagen into urethra on (B)(6) 2013 due to mixed urinary incontinence. It was reported that patient underwent cystoscopy with removal of midureteral sling on (B)(6) 2014 due to foreign body in urethra. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.